Event description:
The account alleged the bed will not place an audible alarm when the bed exit has been activated but the bed exit leds will flash. The account does not use a nurse call.

Manufacturer narrative:
Repairs have not been completed.